Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and charging cable resulting in the pump shutting down on multiple occasions. During troubleshooting with tandem technical support, the customer confirmed that the pump was able to successfully start charging using an alternate wall adapter and charging cable or by leaving it plugged into the power source. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.